Event description:
A hospital reported to a fisher & paykel healthcare representative that a set-up consisting of the mr850 respiratory humidifier, neonatal isothermal rc41-12010 breathing circuit on bubble CPAP therapy with a flow rate of 5-8 l/min was exhibiting excessive condensation in the inspiratory tube of the breathing circuit. A radiant warmer was also utilized with a reflective shield for the temperature probe. There were no heater wire alarms issuing from the mr850 humidifier and the temperature/flow probe was working correctly. It was further reported via our representative that the event did not revolve around one particular humidifier, but was a cumulation of the type of breathing circuit utilized as well as environmental conditions during use. No patient consequence was reported.

Manufacturer narrative:
Method: the mr850 humidifier was not returned to fisher & paykel healthcare for investigation. Accordingly, our analysis is based on the event description and also information received from further inquiries. Results: we were informed that the temperature/flow probe was functioning correctly and no breathing circuit heater wire alarms were issued from the humidifier. We were unable to obtain further information in respect of ambient temperature or other environmental conditions pertinent to the equipment set-up. Conclusion: environmental conditions may have contributed to this event as it was stated that the issue was not centered on a particular humidifier. Cooler ambient temperatures can lead more condensation forming in the breathing circuit, particularly when external sources such as fans are inadvertently directed at the set-up. Without the return of the devices, we are unable to conclude exactly what caused the excess condensate in the breathing circuit.